Event description:
The customer reported that insulin was leaking past the o-rings. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected three opened and used reservoirs and performed manual prime and high-pressure tests per specification, all reservoirs passed. No leakage or occluded anomalies were observed during testing. Checked o-rings for defects and none were found. Reservoirs were connected and locked properly.